Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation:the pump has been returned and evaluated by product analysis on 09/25/2015 with the following findings:a review of the pump black box data revealed no evidence of a cs 128-fxxx call service alarm; however, alarms related to battery life, voltage drops, and pump reboots were observed in the black box. During a visual inspection of the pump, no damage was found to the casing. During testing, the pump powered on with the returned battery cap. The current draws measured within specifications. Evidence of the complaint was found in the black box; however, the complaint was not duplicated.

Manufacturer narrative:
Follow-up #1 - correction to initial reporter name: (B)(6).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.